Event description:
During attempts to advance a coronary stent with delivery system through a very narrow and curved vessel located in the pt's left marginal coronary artery, the sheath was retracted to obtain a lower device profile. Attempts to advance the sds with the sheath retracted were unsuccessful. The sds was withdrawn from the pt and the stent was not observed to be on the balloon catheter. The stent was visualized under fluoroscopy and appeared to be engaged on the distal tip of the guide catheter near the ostium of the left main and circumflex arteries. Another balloon catheter was used in an attempt to retrieve the embolized stent. The attempt to retrieve the stent was unsuccessful; however, the stent was successfully advanced beyond the left main artery. Chest pain and EKG changes were reported, and the pt was subsequently sent for emergent coronary artery bypass graft surgery. There were no additional complications reported relative to this event.